Manufacturer narrative:
Clinical investigation: clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The cause of the patient¿s peritonitis cannot be determined with the limited information available. However, peritonitis is a well-known potential complication in pd patients due to many potential etiologies. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient had peritonitis. The intake form notes a check off that the machine (not specified) did not alarm appropriately. However, it is unknown if this was an error as there are no known machine alarms for peritonitis. It was marked that the patient had a side effect/reaction (of any type) and did require medical intervention. However, there was no noted report of a specific side effect or reaction the patient may have had, if any and no specific documentation as to what medical intervention the patient required. There were no other specific issues reported with any fresenius products in relation to the peritonitis event. Additional information was requested but to date, has not been provided.